Event description:
It was reported that the patient presented in clinic. Via chest x-ray it was discovered that the right atrial (ra) lead was dislodged and failing to capture. The physician opted to replace the ra lead, a new lead was successfully implanted. The patient was in stable condition.